Event description:
It was reported that stent damage occurred. The patient was presented with coronary atherosclerotic heart disease. The target lesions were having a 95% stenosis located in the left anterior descending branch, a 90% stenosis located in the proximal segment, a 95% in the proximal segment of the spiral branch, an 80% in the middle segment of the blunt edge branch, and an occluded lesion located in the middle segment of the spiral branch. A 2.50x32mm promus element plus drug-eluting stent was advanced for treatment but due to coronary artery tortuousness and calcification, the device could not cross the lesion. The device was withdrawn and the stent strut was found to be lifted. The procedure was completed with other methods to strengthen the support force of the stent system. There were no patient complications nor discomfort reported.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6) updated: batch/lot number physician's information

Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that stent damage occurred. The patient was presented with coronary atherosclerotic heart disease. The target lesions were having a 95% stenosis located in the left anterior descending branch, a 90% stenosis located in the proximal segment, a 95% in the proximal segment of the spiral branch, an 80% in the middle segment of the blunt edge branch, and an occluded lesion located in the middle segment of the spiral branch. A 2.50x32mm promus element plus drug-eluting stent was advanced for treatment but due to coronary artery tortuousness and calcification, the device could not cross the lesion. The device was withdrawn and the stent strut was found to be lifted. The procedure was completed with other methods to strengthen the support force of the stent system. There were no patient complications nor discomfort reported.